Event description:
It was reported, "press fit extender brakes on its tip when preparing the product before implantation."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.